Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the initial reporter: it was reported that lubricating film has formed on the piston. When did the incident occur? Before use. A lubricating film has formed on the piston, creating a thin, continuous layer of lubricant on its surface. This film helps reduce friction between the piston and the surrounding components, ensures smoother movement during operation, and protects the piston from excessive wear and potential damage caused by metal-to-metal contact.